Event description:
The customer reported that during an hcv assay, a sample barcode was mis read and another sample barcode was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.